Manufacturer narrative:
The tech found the siderail latch mechanism was dirty which prevented the latch from locking. The facilities maintenance used a spray lubricant to clean the latch mechanism and repair the bed.

Event description:
Info received indicates the left siderail will not latch.